Manufacturer narrative:
This report is submitted on august 11, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, august 11, 2016.

Manufacturer narrative:
This report is submitted on october 19, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. Device not yet received by manufacturer.

Manufacturer narrative:
This report is submitted on november 1, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Correction: the date of event is (B)(6) 2016; not (B)(6) 2016 as previously reported. The explanted date is (B)(6) 2016; not (B)(6) 2016 as previously reported.